Manufacturer narrative:
Batch review performed on 27 december 2019: lot 150206: (B)(4) items manufactured and released on 12-may-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2015. Subsequently, the patient came in reporting pain due to a fractured femur. The cause of the fracture was unknown. The surgeon cabled and plated the fracture and surgery was completed successfully. Presently, on (B)(6) 2019 (3 months and a half after primary) the patient came in complaining of instability due to a subsided stem with nonunion. The cause of the subsided stem is unknown. The surgeon revised the stem, head, and liner and the surgery was completed successfully.